Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was reported under medwatch report# 2916596-2013-01084. Approximate age of device - 5 years, 6 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient experienced a rise in lactate dehydrogenase, hematuria, slowly down trending hemoglobin without source with a concern for thrombosis. The patient does have moderate aortic insufficiency (ai) on echocardiogram. No power spikes were seen during interrogation. Otherwise patient feels well. Maps 70-80s. The patient has a long term percutaneous lead (driveline) infection. A log file was reviewed by the technical service representative and there were no unusual events and the lvad was functioning as intended. Additional information has been requested but has not been provided.

Manufacturer narrative:
The patient remains on lvad support. A direct correlation between the device and the suspected thrombus could not be determined through this evaluation; however, the manufacturer¿s heartmate ii lvas instructions for use lists thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.